Event description:
It was reported that the controller exhibited an electrical fault alarm while the ventricular assist device (vad) patient was sitting in front of the television. It was noted that the patient had covered the driveline with scotch, tubing, and compresses. The alarm was muted and remained muted afterward, with inability to restore alarm audibility. The following day, the driveline (dl) was checked, and three cracks were observed just after the connector over approximately 3 cm, and the six dl wires were reported to be completely twisted, especially close to the connector. The dl was de-twisted per instructions. Csv log files data were reviewed, and revealed the vad exhibited above normal power, and high watt alarms. After discussion with the vad team, a decision was made not to perform a power cycle to reset the alarms and return the vad to dual stator mode due to lack of a backup option. Servicing was required for the dl. The vad, dl and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending, and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-march-2026 / serial#: (B)(6) d9: no h3: no h4: mfg date: 11-march-2025 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.